Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: the black box shows several alarms on 2016-06-21 followed by power on resets. Three unexplained por¿s were also observed. Pump was returned with moisture behind the display lens . Battery compartment is cracked above the bumper pad. Returned battery cap has stripped threads and is unable to attach to the pump. Por¿s duplicated with returned battery cap. The returned battery cap contact measurements are in specification. A test battery cap was able to carefully tighten to the pump. Pump was exercised for 24hrs with test battery cap, no por¿s were duplicated. Leak test fails with battery compartment leak. Removed pump cover; internal moisture was found on the pcb & internal components . Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release